Manufacturer narrative:
Upon receipt, the lead under complaint was found severed into 6 segments of different lengths. All lead fragments were received for analysis. Moreover, one 2.5 cm piece of a lead body was identified as not belonging to this lead model. The inspection revealed severe abrasion marks at several positions of the lead segments. Particularly, 36 cm proximal to the lead tip the lead body was squeezed and abraded. The coatings of the ring electrode conductor and the rv shock coil conductor were found rubbed through. These findings could be associated with the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The returned lead fragments showed severe explantation damages. The shock coil was found deformed. The conductors were partly pulled out of their lumens due to tensile stress. Furthermore, the distal part of the lead was partly pulled out of the ring electrode. The fixation helix was found bent. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 65 months, oversensing on the ventricular channel was reported. Lead was explanted. Should additional information become available, this file will be updated.